Manufacturer narrative:
(B)(4). Device passed displacement test, selftest, sleep current measurement and active current measurement. No battery or power anomalies noted during testing, however power graph shows unexpected battery power loss for different durations of time, problem isolated to electronic assemblies.

Event description:
The customer reported via phone that insulin pump had replace battery now alarm. The customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting was performed. Customer state this is the second occurrence of replace battery now with a low battery warning. Customer stated that the battery cap had small shade. Customer also reported that insulin pump had battery failed alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.